Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r41097, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify "clip cannot lock well"? Did the device fire malformed or unformed clips?

Event description:
It was reported that during an unknown procedure, the clip cannot lock well. It is unknown how the case was completed. There were no patient consequences.